Event description:
Interventional radiology tech opened and saw that a coil was missing. She then removed the packet from the prep table and opened. We were recently alerted to an issue w/ terumo coils that the actual coil may be missing from the item. The recs were to tag affected product and instruct the md to visually inspect before using. All protocols were followed, but a missing coil was noted. The vendor has been contacted and a replacement is being sent. This product was intended for an interventional radiology procedure at the robley rex va medical center in louisville, ky. The ir tech opened a second coil packet and the pt procedure was started and completed. The missing coil packet was set aside for the vendor to pick up. FDA safety report ID# (B)(4).